Manufacturer narrative:
The reported events of lead dislodgement and loss of capture were not confirmed. As received, a complete lead was returned in one piece. S-curve height of the lead was measured within specification. The visual and x-ray examination of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts. No anomalies were found.

Event description:
(B)(4). It was reported that patient presented to emergency room after getting inappropriate shock. Upon evalution, it was found from x-ray that patient's right ventricular (rv), left ventricular and atrial lead was dislodged. It was also noted that the lv lead exhibited loss of capture and atrial lead exhibited p wave amplitude variation. The rv and lv lead was explanted and replaced. The atrial lead was repositioned on (B)(6) 2024. The patient was stable.